Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the user was informed that the reported error was an internal error and recommended the device should be sent in for inspection. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the visera 4k uhd camera control unit exhibited communication error "e116 ccu malfunction". It was noted, a clinical specialist had the device on for 30 minutes and the error did not occur. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the e116 camera control unit malfunction could not be determined as the issue was not reproduced . Olympus will continue to monitor field performance for this device.